Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Pump received with cracked battery tube threads and cracked case battery tube. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump was exposed to water. Customer reported that there was water on the screen of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.